Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/02/2024, it was reported by a facility representative via sems-06529665 that an ar-3355-4031 scope's whole back piece fell apart. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3355-4031 serial/batch number 15026730 was received for evaluation. Functional testing could not be conducted due to the damage to the device. A visual inspection indicated that the housing was damaged/disassembled. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.